Event description:
It was reported that the customer experienced a high blood glucose (bg) level of "high"; although specific value was not provided. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. The elevated bg was addressed by a correction bolus via the pump and changed out the pump supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.